Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there were many episodes of atrial and ventricular interference. The patient will be monitored.